Event description:
It was reported that the user experienced an occlusion alert with a reported blood glucose value of 326 mg/dl while using an inset infusion set and subsequently noted that blood glucose remained elevated despite changing supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-management by disconnecting from the pump and administering subcutaneous insulin via pen, with no hospitalization. Customer care provided troubleshooting and user education addressing the occlusion and high glucose event. Investigation of this case revealed an insulin delivery interruption due to an infusion set occlusion that resolved only after a supply change, consistent with a device-use issue at the infusion set level. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to inadequate insulin delivery.

Manufacturer narrative:
Initial.